Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device by baxter (B)(4). No patient injury or medical intervention is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.